Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   New information added on fields: h3 and h6. Corrected data: e1. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured.   Based on the results of the investigation and the information provided, it could not be definitively determined what the foreign material was in the device. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Therefore, the cause of the material remaining in the device could not be determined. The event can be [detected/prevented] by following the instructions for use which state: instructions for use states the detection method in ¿gif-h185 operation manual chapter 3 preparation and inspection¿. Instructions for use states the preventive measures in ¿gif-h185 reprocessing manual chapter 5 reprocessing the endoscope¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the evis exera iii gastrointestinal videoscope exhibited a white foreign material was found in the air/water tube and the objective lens adhesive. There were no reports of patient involvement.